Event description:
It was reported that patient presented in or for a normal device change out procedure; externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasions were noted at 11.7-12.2cm and 11.2-12.5cm from the tip electrode, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.